Event description:
The lumen of the port on the patient's central venous catheter was noticed to have a hole and be leaking while fluids were being infused. The catheter was exchanged over a guidewire without incident. The hole was first noticed, the cvs was placed the prior evening. According to the resident that performed the procedure, no leak was noted when air was pulled out of the lumen and blood was returned on insertion.